Event description:
It was reported to philips that the device experienced a defib test / pads failure during operational testing. The customer requested that the device be returned for bench repair. There was no patient involvement.